Manufacturer narrative:
Additional information: the device was returned for evaluation. The instrument geometry is bent on two sides. Material thickness and material hardness determined to be conforming to print specification. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that during an unspecified spinal procedure the tip of the instrument splayed while taking hip graft. No patient complications were reported.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.